Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely due to a cut on the charged coupled device cable, image noise had occurred. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for evaluation related to separate issue. During device evaluation, the service technician identified image noise during angulation in up direction. There was no patient involvement.